Event description:
It was reported that the cassette sensor was defective. The device evaluation noted a lifted downstream occlusion seal. The issue occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a lifted downstream occlusion seal. A review of the event history log confirmed the reported problem. The downstream occlusion seal and downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review indicated that the complaint was related to a service of the device within the review period.